Event description:
It was reported that during setup prior to a surgical procedure at the user facility, the device was heating up. There was no associated procedure, no delays, no medical intervention, no patient involvement and no adverse consequences reported.